Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed but did not reproduce the system error 105. The eval experienced the system error 105 caused by a seizing motor. The failed motor assembly was replaced.

Event description:
It was reported a spectrum pump alarmed system error 105. It was also reported that there was no pt involvement.